Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the predilated mid left anterior descending (lad) artery with one xience v stent. On (B)(6) 2010, the patient reported having had chest pain once a day, but recently began having left neck cramping pain that lasts approximately twenty minutes. The patient underwent a diagnostic coronary angiogram and percutaneous coronary intervention on (B)(6) 2010. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that there was in-stent restenosis in the mid left anterior descending artery that was treated with angioplasty only on (B)(6) 2010. The first documented episode of the patient's chest pain was on (B)(6) 2010; therefore, the occurrence date will be updated to reflect this. On (B)(6) 2010 was the patient's first report of left neck cramping.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.